Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 225cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.

Manufacturer narrative:
On 29-jan-2021, mentor received additional information regarding the pre-operative consultation, mammogram result, revision surgery, and condition of the suspected medical device. The patient had a consultation with a healthcare professional on (B)(6) 2020 and decided that she would like to undergo a revision surgery. Mammogram performed on (B)(6) 2020 indicated right-sided deflation. The patient underwent bilateral removal and replacement with two 250cc mentor memorygel breast implant protheses (catalog #: 3502501bc, right serial #: (B)(6) , left serial #: (B)(6)). The patient¿s surgeon stated that right-sided capsular contracture (grade unknown) was noted during the revision surgery and that the device was inadvertently discarded and is not available for product evaluation. On (B)(6) 2021, it was found that the date of explantation was omitted in h10 on the initial report. Manufacturer's reference number: (B)(4) the field has been updated with 31-jan-2021.